Event description:
It was reported the video system center exhibited image distortions during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image has interferences with camera head, the image disappears, adjustment value in board is out of the standard, the version of the software is not the same as the one before repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image distortions due to image has interferences with camera head. Due to disconnection in transmitter and receiver module, the image disappears. Because the adjustment value in board is out of the standard, the version of the software is not the same as the one before repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.